Event description:
It was reported that on (B)(6) 2023, the hand piece for battery powered driver barely worked in medium and reverse. The issue was discovered during a weekly audit. There was no patient involvement. This report involves one hand piece for battery powered driver. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d2b: additional device product codes: gxl, hxx.. E3: reporter is a j&j employee. H3, h4, h6: the customer reported that the device 05.000.008, hand piece for battery powered driver med and reverse barely work. The issue was observed during weekly audit. The repair technician reported that during evaluation the device passed running in all 3 modes and was tested ok. During repair, it was observed that contact plate was cracked, wires and membrane vent were discolored, and there was brown residue on the motor and on the barriers. The cause of the issue is unknown. The item was repaired per the inspection sheet, passed synthes final inspection on 03-aug-2023 and will be returned to the customer upon completion of the service and repair process. Finalized service record will be archived. The evaluation was confirmed. The device was deemed serviceable and returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. Device history review (DHR): part # 05.000.008 synthes lot # 008085 supplier lot # 008085 release to warehouse date # 13 dec 2021 supplier # triangle manufacturing. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.